Event description:
It was reported that the triggers do not function anymore. Without touching any button, the motor is directly triggering once power is supplied. There was no patient harm or delay reported. No add'l clinical info was rec'd prior to this report. If add'l info is rec'd, a f/u medwatch will be submitted.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.